Manufacturer narrative:
Section d4 - primary UDI number updated from (B)(4). The complaint investigation for a falsely decreased sodium result on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for decreased results for the product. Return testing was not completed as returns were not available. The customer retested the sample with the same reagent and result was normal. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely decreased sodium (na) for two patients on an alinity c analyzer. The following data was provided (customer¿s normal range for na is 136.9-144.9 mmol/l): sample ID (B)(6) initial na result, on (B)(6) 2024, was 110.963, repeat results were 113.897 and, on (B)(6) 2024, was 147.43, repeat, on another analyzer, was 129.9, repeat was 130.3 mmol/l sample ID (B)(6) initial na result, on (B)(6) 2024, was <100, repeat result, on another analyzer, was 125.9, repeat with a different sid on (B)(6) 2024, was 147, repeat result on (B)(6) 2024 was 146.532 mmol/l, previous results, on (B)(6) 2023 with sample ID (B)(6) , were <100 and <100 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium (na) for two patients on an alinity c analyzer. The following data was provided (customer¿s normal range for na is 136.9-144.9 mmol/l): sample ID (B)(6) initial na result, on (B)(6) 2024, was 110.963, repeat results were 113.897 and, on (B)(6), was 147.43, repeat, on another analyzer, was 129.9, repeat was 130.3 mmol/l sample ID (B)(6) initial na result, on 16feb, was <100, repeat result, on another analyzer, was 125.9, repeat with a different sid on 17jan, was 147, repeat result on (B)(6) was 146.532 mmol/l, previous results, on (B)(6) 2023 with sample ID (B)(6) , were <100 and <100 mmol/l. There was no impact to patient management reported.